Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 53 mg/dl. The cause of the low bg is related to the customer toggling back and forth between exercise mode and sleep mode. The customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.